Event description:
A peritoneal dialysis (pd) patient reported finding a cassette leak in the cycler following treatment. When he pulled the cassette out, it was wet and was leaking fluid. The patient was advised to not use the cycler until it could be replaced and to follow up with his pd nurse. The leaking cassette was discarded. During follow up the patient's pd nurse reported that the patient's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.